Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has had air bubbles. The blood glucose reading was unknown. It was also stated that they have found air bubbles in the fusion set tubing. The customer does not rewind the insulin pump with the reservoir in place and the reservoir is stored at room temperature. The customer was advised to contact their health care professional for additional training.